Event description:
The arjo representative become aware about new that there was the incident with the maxi move passive floor lift and passive loop sling. During patient's transfer leg left sling loop detached from the lift spreader bar. As a consequence the resident slide through the sling and fell on the floor what have led to laceration (injury required staples to close the wound).